Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not recognizing new batteries and continued to request battery change even after customer cleaned battery cap. Insulin pump display screen then began to freeze and buttons were not responding. Customer's blood glucose was 11.8 mmol/l. Numbers were not ramping on display screen. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons are responding properly. No damage or moisture damage on the keypad assembly and no unlocked j1 printed circuit board keypad connector noted during our visual inspection. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. The power graph analysis confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to connector resistance at the j6 printed circuit board. However, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the insulin pump was monitored and functioned properly. The pump was monitored for three days. The battery was removed and re-installed and several boluses were programmed and delivered during this time. All bolus delivered correctly, all the buttons responded properly and no battery not recognized alarms occurred. No unexpected frozen display, display anomalies, bolus delivery anomaly, or unresponsive button keypad noted during our testing. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, serial number label fading, pillowing keypad overlay and minor scratched lcd window.